Event description:
The carpediem machine had a malfunction of the screen. It went totally black while the machine was on and running. There was no red or yellow alarm prior to or during the incident. The manufacturer completed service on the machine and replaced the 'sp display and panel assembly.'